Event description:
Pt's home health curse (B)(6). Reported that as soon as they turned on the pt's pump, the got a "system time out" message and it won't let them hit any buttons or do anything else. Pt's nurse advises they tried changing the batteries but to no avail. Pt's nurse reported they already pooled the medication but they have gravity supplies and they will infuse via gravity for todays dose. No adverse events or missed doses due to the product issue were reported. Device serial number was not provided. Pump is available for return upon the pt receiving return shipping materials. Pt infuses gammagard 40 gm/400 ml using 2-20 gm/200 ml vials. No additional details, dates, or information provided. Indication: chronic inflammatory demyelinating polyneuritis. Diagnosis for use: chronic inflammatory demyelinating polyneuritis.